Event description:
It was reported that the customer had an unspecified cartridge issue. The customers blood glucose level was 320 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.